Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that a specific doctor at the site had multiple issues with successfully performing a trace registration. According to the hospital, the system was at fault, but other surgeons performed tracing without a problem. The probable cause was suspected that the surgeon is tracing the wrong way. The surgeon opted to abort the use of the navigation system. There was a delay of approximately fifteen minutes due to the reported issue as they tried to trace three different times. The procedure was not aborted, just the use of the navigation system. There was no reported impact on patient outcome.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735638, version: 1.0.1, h3: a medtronic representative went to the site to test the equipment. Testing revealed that there were no issues found. The system was working as intended. The likely cause was that the surgeon was tracing incorrectly. The navigation system then passed the system checkout and was found to be fully functional. H6: fdm b01, fdr c19, c23 fdc d14, d11 are applicable to the system checkout. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3) the software team reviewed the case. As per the case details, multiple other surgeons performed tracing without a problem. This issue appears to be an user error, this does not appear to be software related. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.